Event description:
Additional information stated the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2013. It was stated the battery ¿had reached the end of its normal life.¿ it was noted the patient¿s security wand event was never reported to their doctor¿s office.

Event description:
It was reported that on two different occasions the patient was ¿hit with a security wand.¿ it was thought that the wands could have weakened the patient¿s implantable neurostimulator battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v054604, implanted: (B)(6) 2009, product type lead; product ID 7438, serial# (B)(4), product type programmer, patient. (B)(4).